Event description:
It was reported the hcp properly programmed a bridge bolus for the patient due to a concentration change. After the bridge bolus was programmed they determined they had wanted a higher dose than what they had programmed for the bridge. The hcp stopped the bridge bolus and programmed another one without changing the concentration back to the old drug. The bridge bolus was incorrectly performed. The bridge bolus was programmed with a new dose and they needed to use the old dose. The bolus was changed/cancelled and re-updated. The bridge bolus infusing was overdosing the patient. The pump was stopped and reprogrammed. The patient was monitored. The patient started having withdrawal symptoms due to that change. The daily dose was then increased. A bridge bolus was programmed. The pump was delivering fentanyl, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8840, serial # unk, product type programmer, physician: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory.